Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump delivered an unintended bolus. Reportedly, the customer was unsure if a quick bolus was activated and delivered by the wake button accidentally being pressed. In addition, it was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Additional information was not provided, and customer declined to troubleshoot with tandem technical support.